Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they started experiencing back pain last thursday. They were helping to move heavy furniture but they could feel a little bit of pain on saturday and the pain was a little more so they put the tens on all day on saturday and then on sunday their pain just kept getting worse and now they can't even bend over because it hurts so bad. The caller wanted to know if the tens could have messed up the device. Reviewed tens guidelines. Patient services walked patient through connecting to their implant and patient was able to successfully turn therapy off. It did not have an impact on the patient's pain. Redirected them to their healthcare provider (hcp).

Event description:
Additional information was received from the healthcare provider (hcp). It was unknown if the heavy lifting affected the implant. The effect of the tens unit was not determined. The cause of the pain was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.